Event description:
It was reported the device was used during a laparascopic cholecystectomy. It was reported the dsg23 grasper was being used when the jaw broke & the wire fell into the pt. The surgeon retrieved the wire. It is unk how the case was completed. There was no consequence to the pt.